Event description:
At the end of an atrial fibrillation ablation procedure, after extubation, anesthesia reported an esophageal bleed and the patient was sent for surgery. Ablation performed was vein isolation and posterior wall, with 2 pulse delivery per location. No temperature probe had been inserted. The bleed was located posterior and superior relative to the heart. The physician states the cause of the esophageal bleed was the intubation/extubation process. There were no performance issues with any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).